Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" using the freestyle librelink, wearing the adc device. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and was provided glucose by the healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6).

Event description:
A complaint was received regarding the error message, "replace sensor" using the freestyle librelink, wearing the adc device. As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and was provided glucose by the healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.